Manufacturer narrative:
(B)(4). Contact person name exceeds character limitations: (B)(6). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during endoscopic vein dissection using the vasoview 6 pro, the bisector toggle broke off after several minutes of use. The event occurred without any forced movement, drop, or impact. The bisector toggle subsequently disengaged and fell out of the bisector carriage without the application of force. A new device was opened to finish the case. There was a 10 minute delay. There was no patient harm.